Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b12 results for one patient. The following data was provided: initial result 115.1 pmol/l (lot 47142ud00) repeated 241.7 pmol/l (lot 50558ud00) and 145.0 pmol/l (lot 50558ud00). The customer believes that 115.1 and 145.0 pmol/l are the correct results. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I b12 results for one patient. The following data was provided: initial result 115.1 pmol/l (lot 47142ud00). Repeated 241.7 pmol/l (lot 50558ud00) and 145.0 pmol/l (lot 50558ud00). The customer believes that 115.1 and 145.0 pmol/l are the correct results. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I b12 reagent kit, list number 07p67-32, abbott ireland diagnostics division, lisnamuck, longford, ireland, n39e932 to alinity I processing module, list number 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00462 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity I b12 reagent kit, list number 07p67-32, to alinty I processing module, list number 03r65-01. MDR number 3016438761-2023-00462 has been submitted and all further information will be documented under that MDR number.